Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device returned to MFR: a visual examination of the returned device confirmed that it had been subjected to positive pressure and deflated. Solidified contrast media could be seen in the balloon indicating that it was prepped for use. The device was attached to an encore inflation unit and the balloon was inflated to its nominal pressure of 10 atmospheres. The device was then inflated to its rated burst pressure and there was no leak identified. The inflation device was verified before and after use with a calibrated pressure gauge. No issues were noted with the balloon and tip section of the device and no kinks or damage was noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous unspecified anastomosis site of a bypass vessel. A 4.0mm x 40mm, 135cm mustang¿ balloon catheter was advanced to the target lesion. The balloon was inflated; however, on the first inflation the lesion did not dilate. It was suspected that the balloon had ruptured. The device was removed from the patient's body and no segment of the balloon was detached. The procedure was completed using an unspecified bsc balloon catheter. No patient complications were reported and patient's status is good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous unspecified anastomosis site of a bypass vessel. A 4.0mm x 40mm, 135cm mustang¿ balloon catheter was advanced to the target lesion. The balloon was inflated; however, on the first inflation the lesion did not dilate. It was suspected that the balloon had ruptured. The device was removed from the patient's body and no segment of the balloon was detached. The procedure was completed using an unspecified bsc balloon catheter. No patient complications were reported and patient's status is good.